Event description:
(B)(4). After just two or three weeks of use the bristles started falling out in big chunks. And yes, my kid tends to chew on her toothbrush, but all kids do, and no other toothbrush I've ever bought has fallen apart this badly.

Manufacturer narrative:
No sample or lot number to review for failure mode bristles falling out; customer stated child does chew on the bristles and this may contribute to the bristles falling out. Cannot confirm complaint. Complaint trending was reviewed for kids soft manual toothbrush for the previous 13 months leading up to (B)(6) 2021 and there is not a increasing trend for bristles falling out failure mode; this is only the 4th complaint in the last 13 months; continue to monitor via complaint reviews and complaint review monthly meetings.